Event description:
A review of service data detected a reportable event. Upon service investigation, battery charger sn (B)(4) would not power on. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) is currently underway. Upon eval, the charger would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged flash memory. The last pt to use this battery charger/modem did not report any problem.